Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have experienced a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of the low battery alarm is unknown. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.